Manufacturer narrative:
One screw was returned. The head of screw shows some rust. It is unknown how or when this damage occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the head of the screw was damaged during the repair surgery for the patient¿s skull defect. The screw was replaced and there was no injury to the patient.